Event description:
Spontaneous call from patient to report both pumps were showing no disposable found. She changed out the cassette and both pump working fine. Cassette lot number is 4192063. No additional information or dates reported. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? No; pt had add'l. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.